Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that a 6f angio-seal vip was selected for use on a 6f retrograde puncture. The patient developed a hematoma while in the ward due to what appeared to be a late bleed or leaking angio-seal. The physician advised the registrar in charge of the patient to compress the groin and mark the size of the hematoma. The hematoma did not get bigger and hemostasis was achieved after manual compression. The patient was reportedly okay after achieving hemostasis, however, the patient had to stay an extra day due to the large hematoma tracking into the scrotum. This made the patient uncomfortable to walk. Additional information is not available at this time.